Event description:
It was reported that during a knee arthroplasty, an articular surface did not fit into the tibial component. The procedure was successfully completed using another articular surface of the same size. The surgical technique was utilized. There was a surgical delay of less than 30 minutes. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown, tibial component, unknown lot. G2: foreign - event occurred in japan. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6 . The reported event could not be confirmed. Visual examination of the returned product showed scuffing/surface scratches were found along the edge of the part near the ¿l¿ engraving. Nicks and dings were visually located on the articulating surface. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.